Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe stopper came off the plunger while refilling medication. The following information was provided by the initial reporter: "rubber remove during refilling of medication in 50 ml ll plastic pack".

Manufacturer narrative:
H.6. Investigation summary: no physical sample has been received for investigation. A video was provided to our quality team. Upon review, the stopper is observed to be separated from the plunger. There is no other visible damage or defect that could indicate the cause of this incident. A device history review was performed for lot 2301096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was inspected, verifying all stoppers were properly assembled onto the plunger rod and no damage or defects was observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe stopper came off the plunger while refilling medication. The following information was provided by the initial reporter: "rubber remove during refilling of medication in 50 ml ll plastic pack"